Event description:
Patient underwent an echo ramp test without change in her lv size with increasing rpms and continued aortic valve opening with every beat. Ldh was 2090. Rehospitalized due to concern for lvad thrombus and subsequent explant.